Event description:
It was reported that during an atrial fibrillation ablation procedure, the catheter shaft was damaged and the inner components were exposed. The physician was using the inquiry afocus ii catheter for approx fifteen mins and after torquing the inquiry afocus ii catheter, it was noted that the shaft kinked and the coating of the inquiry afocus ii catheter shaft broke exposing the inner shaft components. The inquiry afocus ii catheter was removed from the pt intact with no adverse consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the eval, a f/u medwatch report will be filed.